Manufacturer narrative:
Event conclusion the lead was returned, cpi's analysis found: visual inspection noted stretched conductor coils and puncture holes in the insulation. Only the tip section of the lead was received. The damage appears to have been caused during the explant procedure. The lead meets electrical specifications. Cpi confirmed the allegation of insulation damage.

Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to insulation damage. The lead was replaced with a new endotak lead.